Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order not available on the device and causing users to override. The technical support specialist (tss) identified that the medication order had not become actionable due to the order start time and device configuration settings. It was determined that the system's settings restrict order availability based on predefined start times. The tss explained to the customer that orders can be automatically removed or delayed in visibility depending on these time-based configuration rules. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, orders were not crossing. The customer reported that due to the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.